Event description:
It was reported that the remote monitor power adapter was broken and the patient received an electrical shock when unplugging it. The monitor will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 2490c15, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that no defect was found. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.